Manufacturer narrative:
The k electrode lot number was e60. The expiration date was not provided.

Event description:
The initial reporter complained of qc issues on cobas 8000 cobas ise module (double). The customer repeated 70 patient samples and noted high results for patients tested for ise potassium electrode (k). Discrepant k results were provided for 2 patient samples. Patient 1 initial result was 4.1 mmol/l. The repeat result was 5.7 mmol/l. Patient 2 initial result was 4.2 mmol/l. The repeat result was 6.6 mmol/l. Neither of the results were believed to be correct. It is not known if any results were reported outside of the laboratory.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2024 with acceptable results. Qc results were high, outside of the acceptable range. The field service engineer (fse) found an issue with the ultra-sonic unit and replaced it. Mechanism and ise checks were performed successfully. The customer performed calibration and qc with acceptable results. The service actions resolved the issue.